Event description:
It was reported the patient had a pump system explant and replacement due to "years of skin broken." There was no further detail provided regarding the erosion event. The patient did require hospitalization. The patient outcome was reported as recovered without sequelae. The medications being delivered were fentanyl, lioresal and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).